Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure, the right atrial lead could not be fixed in the atrium. The lead was removed and replaced. Patient was stable.